Manufacturer narrative:
According to the customer, on (B)(6) 2025 the "catheter balloon ruptured inside the patient, leaving a 1.9cm piece of the catheter balloon in the patient's bladder" after being in place for "approximately 1.5 hours". The customer reported that a cystoscopy was performed to remove the foreign body from the patient. The customer reported that the patient was discharged from the hospital after the procedure without complications. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the "catheter balloon ruptured inside the patient, leaving a 1.9cm piece of the catheter balloon in the patient's bladder" after being in place for "approximately 1.5 hours".